Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: cruise, tresure, halberd, guide catheter: destination. The device was not returned for evaluation. The investigation determined the balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and eccentric de-novo superficial femoral artery that was 90% stenosed. Intravascular ultrasound was performed and a 5.0 x 40 mm fox cross balloon catheter was advanced to the lesion. During the second inflation at 15 atmospheres for 5 seconds the balloon ruptured. A 5.0 x 40 mm non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.